Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was supposed to have unit turned on the next day after the report. It was further reported that the patient had been experiencing a lot of itching and that it was not just from the surgery. The patient noted that it was ¿like so bad that they were scratching holes in my skin.¿ the patient reportedly had contact dermatitis where they are allergic to metal on the outside of their body and was not sure if that was true for the inside of their body too. The patient had no issues at trial. The patient was reportedly taking diphenhydramine to control the itching. It was noted that the symptoms occurred following implant. Additional information has been requested but was not available as of the date of this report.